Manufacturer narrative:
(B)(4) date sent to the FDA: 07/07/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? How much muscle damage was incurred to remove the needle piece? Were all the needle pieces removed from the patient? What date was the thoracotomy? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation in germany? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an open myomectomy procedure on (B)(6) 2016 and suture was used. The needle broke while suturing the uterus and could not be found. An x-ray was brought in to locate the needle. About 2.5cm of needle was found in the uterus muscle and the muscle had to be cut away to retrieve the needle. Additional information was requested.

Manufacturer narrative:
During visual inspection under a light ¿microscope a lot of heavy instrument marks were found especially at the attachment area, directly at the breaking point and at the needle point area which indicates that the needle was handled there. The appearance of the breaking point shows that the needle was first bent up and then broken off due to user handling. In order to avoid damage and subsequent breakage, ethicon instruction for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. Reshaping needles may caused them to lose strength and be less resistent to bending and breaking. User handling was determined to be cause of the needle breakage.